Event description:
The manufacturer's representative reported that during a pump refill appointment, a volume discrepancy was noted; the actual volume was greater than the expected volume (specific volumes were not provided). The hcp then filled the patient's pump with an 18ml drug mixture of hydromorphone (10mg/ml), bupivacaine (3.75 mg/ml), and clonidine (50 mg/ml). Thirty minutes later, the patient suffered cardiac and respiratory arrest. The hcp resuscitated the patient, stopped the pump, and removed 33 ml of fluid (which was later found to contain cerebrospinal fluid). The hcp suspected a pocket fill had occurred which led to drug overdose, therefore, contributing to the patient's cardiorespiratory arrest. The pump was stopped and left empty at the patient's request, as he no longer has any pain. The hcp is considering explanting the patient's pump. The patient has reportedly recovered without sequela and was doing well other than his pre-existing pressure ulcer condition.